Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient received inappropriate shocks due to sensed noise on the implantable cardioverter defibrillator (ICD) device resulting from a cautery procedure with no magnet applied. The clinician claimed that they were informed that it was not necessary to program detections off or use magnet for surgeries performed below the naval area. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received inappropriate shocks due to sensed noise on the implantable cardioverter defibrillator (ICD) device resulting from a cautery procedure with no magnet applied. The clinician claimed that they were informed that it was not necessary to program detections off or use magnet for surgeries performed below the naval area. The device remains in use. No patient complications have been reported as a result of this event.